Event description:
On (B)(6) 202011, (B)(6) called to report that a pt was wearing the avaira lens and received treatment. On (B)(6) 2011, f/u with the (B)(6); the reported problem discussed on (B)(6) 2011. The pt woke with irritation and a watery eye on (B)(6) 2011. He went to the doctors and was diagnosed with two small corneal ulcers in his right eye. The pt was advised not to sleep in the lenses, however, he does and on this occasion he was sleeping in the lenses on the night of (B)(6). The ulcers were near the center of the eye at 7 o'clock. On (B)(6) 2011, the f/u visit the ulcers had cleared and there has been no change in best corrective visual acuity. The pt was treated with zymar for every hour the first day and then every 2 hours the second day and then went on a schedule of tapering off of the zymar.

Manufacturer narrative:
This is being filed as corneal scar. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.